Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).

Event description:
This case was reported by a consumer (family friend) and described the occurrence of unk cause of death in a (B)(6) male pt who received super poligrip original denture adhesive cream (formulation (B)(6) and or (B)(6)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip. At an unk time after starting super poligrip, the pt experienced inability to walk. Subsequently, the pt passed away. The reporter indicated that the pt passed away "due to the use of super poligrip". At the time of reporting, the events were fatal. The pt died, cause of death is unk. It is unk whether an autopsy was performed. Reporter stated that his friend's husband used super poligrip original and due to the use of the product he was unable to walk and passed away at (B)(6) due to his use of super poligrip. No additional info on the friend's husband was provided. Follow-up was received on (B)(6) 2011. Reporter stated that the acquaintance that used super poligrip had no control over his legs, that he had some sort of nerve ending problem and was not able to get out of bed. The pt was getting better and then fell on his face and died. No further info was provided.